Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: unknown side "rupture" against a saline device.

Event description:
Healthcare professional reported unknown side "rupture" against a saline device. Device status is unknown.